Event description:
It was reported that after replacing a freestyle libre 3 plus sensor, the user did not see glucose readings on the ilet mobile app because the sensor had not been scanned to start a warmup, and readings appeared only after the agent guided the user to scan and then rescan the sensor, after which the pump displayed a warmup timer and the user manually entered a confirmatory fingerstick value of 91 mg/dl. No reported symptoms. Outcomes included no interruption to therapy beyond the warmup period and no need for medical care. Investigation included remote troubleshooting and user education regarding proper sensor scanning and warmup initiation. Investigation of this case revealed user setup error resulting in delayed data acquisition, with normal device function once the sensor was correctly scanned and the warmup initiated. It was concluded, based on previously established findings for similar reports, that the cause was user error related to sensor onboarding and not a device malfunction.